Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An 3i t3® with dcd® non-platform switched tapered implant 4 x 11.5mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fractured at the collar. No pre-existing conditions were noted on the per. The reported device was located on tooth # 36 and was used for approximately 7 years. Device history record (DHR) review was completed for the subject lot number (2014060274). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014060274) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the implant fractured.